Event description:
It was reported that on (B)(6) 2011, an implantable neurostimulator (ins) and lead were successfully implanted. The patient felt good stimulation but then began to feel pain at the implant site. On (B)(6) 2011, the patient complained of pain and tingling on the left lateral chest area and down the inner left leg. An x-ray was performed to rule out lead migration and reprogramming was performed to adjust the cycling, which resulted in better stimulation coverage. On (B)(6) 2012, the patient still had some pain and tingling, but also had difficulty walking. The ins was adjusted, but the patient still had difficulty walking, so the ins was turned off. On (B)(6) 2012, the patient continued to feel tingling, described as "putting your tongue on a battery." X-rays were taken but were normal. It was noted that the patient also had an intrathecal drug delivery system. During a myelogram on (B)(6) 2012, a small metal object was seen that resembled a screw. It was unclear whether the object came from the pump, ins, or catheter. Additional information was requested but was not available at the time of this report. See manufacturer's report #3007566237-2012-00810 for the concomitant pump device issue.

Event description:
Follow up reported the health care professional was not planning on doing anything further surgically with this patient. It was noted the stimulator was working well.

Manufacturer narrative:
Lead model: 3888-28, lot #: 0204283281.

Event description:
Additional information: it was reported that the physician does not feel the pain is coming from the metal object that may be the tip of the catheter. The stimulator was turned off and symptoms subsided in about 2 weeks. The stimulator was turned back on and the patient had been receiving excellent pain coverage for about 3 weeks without symptoms.